Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly, rewind anomaly and lost sensor alarm due to buttons not responding. Pump received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump rewind was a bit slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.